Event description:
It was reported to philips by a customer that the unit was getting error 1102 when powering on the device which is post primary audible failed. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed reported the unit was giving error code 1102. The rse provided biomed with part numbers for cpu and speaker assembly. The rse informed the customer of steps that need to be taken if cpu is replaced and emailed the customer copy of the latest service manual. It is unknown if any parts or repairs have been conducted about the alleged complaint. Attempts to obtain further information are currently pending.

Manufacturer narrative:
Based upon the information provided, the customer's alleged malfunction was confirmed. No requests for inspection or service by the device manufacturer have been received. Multiple attempts to retrieve device repair or diagnostic information have yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be closed. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.